Event description:
It was reported that during a lung transplant procedure, the doctor was stapling across the inferior pulmonary artery with a white vascular reload. The first device misfired and the staples did not deploy properly. The second device jammed and would not fire. They opened a third stapler and then this one fired ok. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: were the deployed staples formed b shaped? No. Was buttressing material utilized? If so, which product? No buttressing used. Was the instrument fired across or near an existing staple line or clip? The surgeon did not mention this. Were any unexpected noises heard? If so, when? No unexpected noises. Were any of the forces higher or lower than expected opening? Device was particularly difficult to remove. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that device (a) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to be fired on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. In addition, the shrouds were noted to be slightly separated at top area. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5gk1k (mfg date 5/15/2012; exp date 4/15/2017). Incomplete-interrupted cycle, damaged spring cartridge lockout tab.